Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, the patient underwent a surgery. Preoperative diagnosis: 1) splenic mass. Procedures performed: splenectomy with transection of inflamed pancreatic tail. Discharge diagnosis: 1. Splenectomy, hemangioma, status post splenectomy. 2. Postop pneumonitis. 3. Postoperative atelectasis. 4. Sickle cell trait. On 10/01/2007 the patient underwent a surgery. Preoperative diagnosis: herniated disk 4-5 with degenerative disk disease, discogenic pain. Procedure performed: 1) anterior lumbar discectomy with removal of fragment, anterior lumbar interbody fusion, application of cages x2 to l4-5, anterior plating. 2) anterior retroperitoneal exposure of l5-s1. Perop notes: after the approach and verification of the level, the anterior longitudinal ligament and annulus were incised, and a discectomy performed back to the posterior longitudinal ligament. Then on the left side, the fragment was seen and removed. Two 20-mm cages were packed with bone morphogenic protein and put into place. Then a 45-mm synthes plate was put into place and attached using 4 screws, two 22's, two 24's and tightened and torqued to the appropriate foot pounds of pressure. Ap and lateral fluoroscopy showed good position of the plates and screws and the cages. Irrigation again was formed. He underwent x-rays of the lumbar spine: no complication was reported. On (B)(6) 2007, the patient was presented for follow up visit. No complication was reported wrt fusion hardware but reported pain in the neck radiating into his shoulders and down into his arm. Impressions: 1) low back pain; 2) cervicalgia. On (B)(6) 2008, the patient was presented for follow up visit. He had reported of pain that started in his back and radiated down his legs to the ankles and neck pain radiating into his arm. Impressions: 1) cervicalgia with cervical radiculopathy; 2) low back pain with lumbar radiculopathy. He also underwent x-rays of the lumbar spine. No complication reported wrt anterior plates, screws, cages. On (B)(6) 2008, the patient was presented for follow up visit. He underwent MRI of the cervical spine. Impressions: degenerative changes in the cervical spine. Assessments: 1) low back pain; 2) cervicalgia; 3) degenerative disc disease- cervical. On (B)(6) 2014, the patient underwent MRI of the cervical spine. No complication was reported. He also underwent MRI of the lumbar spine. No complication was reported.